Manufacturer narrative:
Additional information: it was discovered that this claim is a duplicate of file# (B)(4). Please disregard current report. Claim# (B)(4).

Manufacturer narrative:
G4-PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s.. Device manufacture date: unk. (B)(4).

Event description:
An article published in bmc ophthalmology was received on 31-aug-2020, entitled 'spontaneous rotation of a toric implantable collamer lens related to abnormal ciliary body morphology: a case report.' The article states that after implantation of a ticm12.1 lens -12.5/+2.0/091 (sphere/cylinder/axis) into the patient's left (os) eye it rotated. The lens was repositioned and rotated again. The lens was exchanged with a longer not-toric lens and the problem was resolved. A short and small ciliary process with shallow ciliary sulcus and posteriorly positioned ciliary body was found by ultrasound biomicroscopy (ubm).